Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during use the device had a cuff inflation issue. The customer reported that there was not any patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use the device had a cuff inflation issue. The customer reported that there was no patient involved.